Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, patient underwent a placement of m.r.I powerport. It was further reported that post port placement, the catheter was allegedly found broke off from port. On (B)(6) 2025, the device was removed. There was no reported patient injury.

Event description:
On (B)(6) 2024, patient underwent a placement of m.r.I powerport. It was further reported that post port placement, the catheter was allegedly found broke off from port. On (B)(6) 2025, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Four photos were provided for review. The first photo (side view) and second photo (top view) show a clinician holding a powerport in which the complete broken piece of catheter noted inside the cath lock attached to access port. The third photo depicts the clinician holding cath lock with forceps in one hand in which the complete broken piece of catheter was noted inside and holding the powerport in the other hand. The fourth photo shows the clinician using forceps to hold the complete broken piece of catheter while also holding the cath lock in other hand. Blood stains were noted throughout the device in all four photos, and some surgical instruments and port kits were noted in the background. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.